Manufacturer narrative:
The vascade mvp was not returned for evaluation as the single device was discarded by the user facility. Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. However, the vascade mvp instruction for use states that "hematoma is a known complication that may occur and may be related to the procedure or the vascular closure."

Event description:
A patient underwent a pulsed field ablation (pfa) procedure using two vascade mvp devices that were inserted in a 7fr and then 9fr sheath for closure. The two mvp devices were used on the left groin deployed without issue. One hour post operative the patient complained of groin pain. At two hours post operative a hematoma was noted. Vascular surgery was consulted, and the patient was taken to the or for a superficial femoral artery (sfa) stent with no bleeding found. The patient was monitored overnight and discharged. The patient has recovered and is doing well.